Event description:
It was reported that interrogation revealed that the device had a power on reset. The reset was cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead: (B)(6) 2006. Product event summary #(B)(4)- performance data were collected from the device and analyzed. The analysis showed that a partial electrical reset occurred. (B)(4).